Manufacturer narrative:
The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed antibiotics to address the infection. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Correction: d6b - date of explant.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025. Patient was prescribed antibiotics to address the infection.